Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure coil protruding from the fundus of the uterus/left essure coil was coming out at the beginning of the fallopian tube and onto to the left broad ligament just under the left ovary/migration/ perforation of the essure device") and device expulsion ("expulsion of essure device") in a 36-year-old female patient who had essure (batch no. D06934, d06931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1, habitual abortion (spontaneous) (3), early menarche and diabetes mellitus (father). Never smoker. Concurrent conditions included perineal pain, retroverted uterus and anesthesia. Concomitant products included medroxyprogesterone (depo provera) since march 2016. In april 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (bilateral retrieval of essure coils and tubal ligation) and surgery (bilateral retrieval of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, dyspareunia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered device expulsion, dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: on 24-mar-2016 and 7-may-2016 patient underwent the essure procedure (two dates were provided). Patient believes she has passed one of the essure coils and in removal procedure discription of both coils were present (discripancy noted). Dates of insertion: 24-mar-2016 and 07-may-2016 physician said that it looked like probably one tube was not sealed and needed to use another birth control while we waited longer for essure to work the coils were perforating uterus and possible puncture of one of ovaries . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: left occlusion and right patency on (B)(6) 2016, hysterosalpingogram (hsg) results of essure confirmation test: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation, device migration" lot numbers and exp/MFR dates lot number: d06931 UDI: (B)(4). MFR date 2014-09-01 exp date 2017-09-28 . Lot number: d06934 UDI: (B)(4). MFR date 2014-09-02 exp date 2017-09-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure coil protruding from the fundus of the uterus/left essure coil was coming out at the beginning of the fallopian tube and onto to the left broad ligament just under the left ovary/migration/ perforation of the essure device") and device expulsion ("expulsion of essure device") in a 36-year-old female patient who had essure (batch no. D06934, d06931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1, habitual abortion (spontaneous) (3), early menarche and diabetes mellitus (father). Never smoker. Concurrent conditions included perineal pain, retroverted uterus and anesthesia. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2016. In 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (bilateral retrieval of essure coils and tubal ligation) and surgery (bilateral retrieval of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, dyspareunia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered device expulsion, dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: on (B)(6) 2016 and (B)(6) 2016 patient underwent the essure procedure (two dates were provided). Patient believes she has passed one of the essure coils and in removal procedure discription of both coils were present (discripancy noted). Dates of insertion: (B)(6) 2016 and (B)(6) 2016. Physician said that it looked like probably one tube was not sealed and needed to use another birth control while we waited longer for essure to work the coils were perforating uterus and possible puncture of one of ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: left occlusion and right patency on (B)(6) 2016, hysterosalpingogram (hsg) results of essure confirmation test: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation, device migration". Lot numbers and exp/MFR dates lot number: d06931 manufactures date: 01-sep-2014 expiration date: 28-sep-2017. Lot number: d06934 manufactures date: 02-sep-2014 expiration date: 28-sep-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of quality-safety evaluation of product technical compliant. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil protruding from the fundus of the uterus/left essure coil was coming out at the beginning of the fallopian tube and onto to the left broad ligament just under the left ovary/migration/ perforation of the essure device') and device expulsion ('expulsion of essure device') in a 36-year-old female patient who had essure (batch no. D06934, d06931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, habitual abortion (spontaneous) (3), early menarche and diabetes mellitus (father). Never smoker. Concurrent conditions included perineal pain, retroverted uterus and anesthesia. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (bilateral retrieval of essure coils and bilateral retrieval of essure coils and tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, dyspareunia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered device expulsion, dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: on (B)(6) 2016 and (B)(6) 2016patient underwent the essure procedure (two dates were provided). Patient believes she has passed one of the essure coils and in removal procedure discription of both coils were present (discripancy noted). Dates of insertion: (B)(6) 2016 and (B)(6) 2016. Physician said that it looked like probably one tube was not sealed and needed to use another birth control while we waited longer for essure to work the coils were perforating uterus and possible puncture of one of ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: left occlusion and right patency. Diagnostic results: on (B)(6) 2016, hysterosalpingogram (hsg) results of essure confirmation test: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation, device migration" lot numbers and exp/MFR dates: lot number: d06931 manufactures date: 01-sep-2014 expiration date: 28-sep-2017. Lot number: d06934 manufactures date: 02-sep-2014 expiration date: 28-sep-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure coil protruding from the fundus of the uterus"), device dislocation ("left essure coil was coming out at the beginning of the fallopian tube and onto to the left broad ligament just under the left ovary") and perforation ("migration/ perforation of the essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, habitual abortion (spontaneous) (3), menarche and diabetes mellitus (father). Never smoker. Concurrent conditions included perineal pain, retroverted uterus and anesthesia. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (bilateral retrieval of essure coils) and surgery (on (B)(6) 2016 underwent a pelvic surgery). Essure was removed. At the time of the report, the uterine perforation, device dislocation, perforation and dyspareunia outcome was unknown. The reporter provided no causality assessment for device dislocation and uterine perforation with essure. The reporter considered dyspareunia and perforation to be related to essure. The reporter commented: on (B)(6) 2016 and (B)(6) 2016 patient underwent the essure procedure (two dates were provided). Patient believes she has passed one of the essure coils and in removal procedure discription of both coils were present (discripancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left occlusion and right patency. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation, device migration." Most recent follow-up information incorporated above includes: on 27-feb-2018: events- "left essure coil was coming out at the beginning of the fallopian tube and onto to the left broad ligament just under the left ovary, right essure coil protruding from the fundus of the uterus", reporter,historical condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure coil protruding from the fundus of the uterus/left essure coil was coming out at the beginning of the fallopian tube and onto to the left broad ligament just under the left ovary/migration/ perforation of the essure device") and device expulsion ("expulsion of essure device") in a 36-year-old female patient who had essure (batch no. D06934, d06931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1, habitual abortion (spontaneous) (3), early menarche and diabetes mellitus (father). Never smoker. Concurrent conditions included perineal pain, retroverted uterus and anesthesia. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2016. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (bilateral retrieval of essure coils and tubal ligation) and surgery (bilateral retrieval of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, dyspareunia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered device expulsion, dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: on (B)(6) 2016 and (B)(6) 2016 patient underwent the essure procedure (two dates were provided). Patient believes she has passed one of the essure coils and in removal procedure. Description of both coils were present (discrepancy noted). Dates of insertion: (B)(6) 2016 and (B)(6) 2016. Physician said that it looked like probably one tube was not sealed and needed to use another birth control while we waited longer for essure to work. The coils were perforating uterus and possible puncture of one of ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: left occlusion and right patency. On (B)(6) 2016, hysterosalpingogram (hsg) results of essure confirmation test: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation, device migration." Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Patient demographic information added. Lot number added. Essure removal date added. Concomitant medication added. Events expulsion of essure device and dysmenorrhea (cramping) added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery). At the time of the report, the perforation, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and perforation to be related to essure. The reporter commented: on (B)(6) 2016 patient underwent the essure procedure (two dates were provided). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.